Manufacturer narrative:
A compressor mini was reported having water in air output. A service engineer found that the thermoelectric cooler malfunctioned and needed to be replaced. After replacing it, the unit was running for a week without any issues. No parts was returned for investigation. The thermoelectric cooler is a self-contained unit including a 12 v peltier device which has one cool side and one warm side. The compressed air is supplied to the cool side of the peltier device. When the temperature of the compressed air is lowered, moisture that remains in the air is partly transformed into water by condensation. This water is then collected in the water separator connected to the outlet of the thermoelectric cooler. Since no goods was sent back, the root cause cannot be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressed air delivered from the compressor contained improper humidity. (B)(4).